Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer;s spouse reported via phone call that the customer passed away at home on (B)(6) 2020 due to ovarian cancer. The caller was not sure if the customer was wearing the insulin pump at the time of passing and was not sure of the customer's blood glucose reading at the time of incident. The insulin pump will not return for the analysis.